Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient on day 5. It was reported that there was a loss of therapy and less than 50% improvement. The patient felt pain at 0.3, and current stimulation was at 0.3, but the patient was not currently experiencing pain. The patient was either not voiding, or voiding frequently. The patient was advised to keep stimulation at a comfortable level.